Manufacturer narrative:
Evaluation of the returned device confirmed a major blood spill was present. Issue caused damage to the power supply and various other components. Haemonetics (B)(4).

Event description:
Customer returned their orthopat machine to haemonetics on (B)(6) 2009 without reporting any problems. No injury or reaction was reported.